Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient gradually started feeling sick on vacation. The patient was noted to have been extremely tired yet not able to sleep; had insomnia, back and leg pains, skin pains, sensitivity to touch, a sensation of electrical currents flowing through his body, diarrhea, a loss of appetite (he had lost 14 pounds in one week); and he felt very cold. The patient's physician felt his symptoms were 'consistent with those of a morphine withdrawal effect.' The patient suspected the pump was malfunctioning. About three weeks later, the patient was noted to have felt 'good.' Telemetry was noted to have been working good on the day of the revision. Two weeks later, the patient stated that no one had contacted him and that he was still having problems with the device. The medication used within the system was unknown. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.